Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed damage to the pump. Functional testing involved powering up the pump and showed the device alarmed error code 1660/1230. The investigation determined that an issue with the processor on the circuit board was the cause of the reported issue. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed last error code 1660. No adverse effects were reported.